Manufacturer narrative:
The device was returned for analysis. The reported ¿frayed¿ sheath was confirmed. Difficulty deploying the thumb advancer could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a small-bore hole in the right common femoral artery using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. The sutures of two proglide devices were successfully placed. The sheath remained a 6f and the evar procedure was completed. Reportedly post procedure, the knots of both pre-placed proglide sutures were successfully advanced; however, hemostasis was not achieved. A starclose se device used. When using the starclose se, thumb advancement was difficult but was ultimately successful. The sheath split incorrectly, it was "frayed". None of the frayed material separated completely from the device. The clip was placed without problems and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The proglide device referenced in b5 is filed under a separate medwatch report number.